Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture of an unknown duration and elevated thresholds. There was no rise in rv pace or shock impedance measurements. It was noted that the patient did not use the pacer function very often. Technical services (ts) discussed possible causes for these issues. The field representative adjusted programming. No adverse patient effects were reported.